Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (unites states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿

Event description:
The user facility reported that they encountered high purge pressure and that there was suspicion of heparin-induced thrombocytopenia (hit). The team found a problem with high purge pressure, however, there were no kinks in the system and the purge system was changed without any improvement to the issue. Then, tissue plasminogen activator lysis was discussed and instructions were forwarded. A recommendation was also made to change the pump and observe the motor current. The purge system was successfully changed to tpa lyse. However, the motor current began to rise continuously and as a result the decision was made to exchange the pump. Additionally, on the day of the explant, the patient received argatrobran instead of heparin due to suspicion of hit.